Manufacturer narrative:
(B)(4). Batch#: unknown. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic procedure, the clip was formed in the shape of j at the 10th firing. After that firing the clips formed properly and the device was used as is to complete the case. There were no adverse consequences to the patient. No further information is available. There was no bleeding, leakage or damage on the tissue. The patient is stable.

Manufacturer narrative:
(B)(4). Date sent: 9/02/2022. Visual analysis of the returned sample determined that the el5ml device was not returned. In addition, one malformed clip was returned inside a plastic bag. Although no conclusion could be reached on the cause the malformed clips of the reported event, the instructions for use do contain the following caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.